Event description:
The pump was returned for a worn keypad. Evaluation revealed contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the keypad was intact. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and contamination was found under the contrast and down buttons.